Event description:
It was reported that the patient had to be hospitalized for 2 weeks because of having valves put in. It was stated the patient now has two chest tubes and a hole in the chest because he ended up with a pneumothorax and they couldn't get his lungs inflated.

Manufacturer narrative:
Since the model number is unknown svs-v7-00 was selected as a representative product with the same procode. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d4 - lot #, and h2. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.